Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('on both the right and left halves of the uterine body where the fallopian tubes had attached are embedded silver,metallic, cylindrical, coil-shaped apparent medical devices,') and menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urethral prolapse. Concurrent conditions included metrorrhagia, vaginal discomfort, urge incontinence, stress incontinence, cervicitis cystic, cervical high grade squamous intraepithelial lesion (squamous intraepithelial lesion, high grade (ranging from cin 2 to cin 3), with extension into endo cervical glands.), uterovaginal prolapse, cystocele, rectocele and enterocele. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (diagnostic hysteroscopy with a novasure endometrial ablation and robotic hysterectomy, essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, menorrhagia and pelvic pain outcome was unknown. The reporter considered embedded device, menorrhagia and pelvic pain to be related to essure. The reporter commented: operative procedure: 1. Robotic hysterectomy. 2. Robotic bilateral uterosacral vaginal vault suspension. 3. Retro pubic midurethra1 sling (advantage fit -- boston. Scientific) 4. Rectocele and urethrocele repair. 5. Cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: unremarkable hsg with confirmation of bilateral fallopian tube occlusion by essure devices. ¿concerning the injuries reported in this case, the following one/ones were described in medical records : embedded device and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-oct-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('on both the right and left halves of the uterine body where the fallopian tubes had attached are embedded silver,metallic, cylindrical, coil-shaped apparent medical devices,') and menorrhagia ('menorrhagia') in an adult female patient who had essure inserted. The patient's medical history included urethral prolapse. Concurrent conditions included metrorrhagia, vaginal discomfort, urge incontinence, stress incontinence, chronic cervicitis, cervical high grade squamous intraepithelial lesion (squamous intraepithelial lesion, high grade (ranging from cin 2 to cin 3), with extension into endo cervical glands.), uterovaginal prolapse, cystocele, rectocele and enterocele. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (diagnostic hysteroscopy with a novasure endometrial ablation and robotic hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device and menorrhagia outcome was unknown. The reporter considered embedded device and menorrhagia to be related to essure. The reporter commented: operative procedure: robotic hysterectomy. Robotic bilateral uterosacral vaginal vault suspension. Retro pubic midurethra1 sling (advantage fit -- boston scientific). Rectocele and urethrocele repair. Cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: unremarkable hsg with confirmation of bilateral fallopian tube occlusion by essure devices. ¿concerning the injuries reported in this case, the following one/ones were described in medical records : embedded device and menorrhagia quality-safety evaluation of ptc: unable to confirm complaint based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('on both the right and left halves of the uterine body where the fallopian tubes had attached are embedded silver,metallic, cylindrical, coil-shaped apparent medical devices,') and menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urethral prolapse. Concurrent conditions included metrorrhagia, vaginal discomfort, urge incontinence, stress incontinence, cervicitis cystic, cervical high grade squamous intraepithelial lesion (squamous intraepithelial lesion, high grade (ranging from cin 2 to cin 3), with extension into endo cervical glands.), uterovaginal prolapse, cystocele, rectocele and enterocele. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (diagnostic hysteroscopy with a novasure endometrial ablation and robotic hysterectomy, essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, menorrhagia and pelvic pain outcome was unknown. The reporter considered embedded device, menorrhagia and pelvic pain to be related to essure. The reporter commented: operative procedure: 1. Robotic hysterectomy. 2. Robotic bilateral uterosacral vaginal vault suspension. 3. Retro pubic midurethra1 sling (advantage fit -- boston scientific) 4. Rectocele and urethrocele repair. 5. Cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: unremarkable hsg with confirmation of bilateral fallopian tube occlusion by essure devices. ¿concerning the injuries reported in this case, the following one/ones were described in medical records : embedded device and menorrhagia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 7-oct-2020: pif received: new event pain was added. Patent¿s date of birth updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.